Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Caller states patient tested 4.8 inr and 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.